Event description:
It was reported that during a da vinci si cystectomy procedure, the fenestrated bipolar forceps instrument did not grasp tightly. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
72 - the instrument was returned and evaluated. Failure analysis investigation was unable to confirm the customer reported failure mode. The instrument installed on an in-house is3000 system passed recognition and engagement testing. The instrument moved intuitively with a full range of motion and the grips opened and closed properly. The instrument also passed grasp testing. Failure analysis investigation also found that one grip close cable was frayed at the distal idler pulley. The other cables at the wrist were not damaged. No other damage was found. The customer reported complaint does not in itself constitute a MDR reportable event; however; the damage to the instrument's grip close cable, found during failure analysis investigation could likely cause or contribute to an adverse event if the failure mode were to recur.